Event description:
It was reported that the patient experienced intermittent stimulation. The patient never had therapeutic effect. There was no known accident or incident related to the complaint. The patient was seen at the clinic. Impedance readings were greater than 3600 ohms on 0, 8, 11, 12, 14, and 15. Only #3 and #4 electrodes were programmed. Therapy impedance was 468 ohms and 1.028ma. Further troubleshooting was being considered. Additional information received reported that no x-ray was done; the patient was getting stimulation. The patient had to have her head tilted way back to get stimulation. Reprogramming did not resolve the issue. The patient was waiting to visit the physician to discuss what the next steps would be. Additional information has been requested, but was not available as of the date of this report.